Event description:
Patient was implanted with matrix construct for fusion at t2-s1 on (B)(6) 2012. It was reported the patient expired on (B)(6) 2012. The cause of death is currently unknown and is under investigation at the time of this report.   This is 8 of 18 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Screws, locking caps, pedicle hooks, lamina hooks, hex-end rods, s-rods, connectors. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.